Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently decreased to an inaccurate fill estimate of 12 units within 48 hours. Reportedly, the cartridge was filled with approximately 130-140 units of insulin. Blood glucose level was 108 mg/dl. Reportedly, a new cartridge was loaded to address the issue.